Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and connector / tubing were received for evaluation. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. A separation was noted on the shorter exhaust pf the pump near the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the detached connector / tubing. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicate that sufficient stress was exerted on the shorter exhaust tube near the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was not inflating and on sonar there was no fluid in the reservoir. On exploration, the tubing at the pump was broken. The device was removed and replaced.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
According to the available information, the device was not inflating and on sonar there was no fluid in the reservoir. On exploration, the tubing at the pump was broken. The device was removed and replaced.